Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the severely tortuous and severely calcified middle left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. No balloon pieces remain in the patient's body and patient status was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the nc emerge balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon with blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device presented no damage or irregularities to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure. The balloon was able to be inflated instantly to rated burst pressure and was able to maintain pressure with no leaks or issues. Product analysis did not confirm the reported balloon burst, as the balloon was able to be inflated and maintained pressure with no leaks or issues. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the severely tortuous and severely calcified middle left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. No balloon pieces remain in the patient's body and patient status was good post-procedure.